Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transapical tavr procedure, prior to the procedure, it was determined that a 23 mm sapien xt valve should be deployed with nominal plus 1 ml of volume. ¿bougie¿ of the native aortic valve was performed with a 24fr. Ascendra+ (asc+) sheath. Following the insertion of a 24fr. Ascendra+ (asc+) sheath, a 23 mm sapien xt valve was positioned. As the valve was deployed, pressure on the atrion inflator/deflator indicator rose and the physician experienced ¿more resistance than usual¿ during the inflation of the valve. The valve was deployed using nominal volume. Post valve deployment, the patient¿s blood pressure did not recover and cardiac massage was performed for approximately 5 minutes. Vasopressor was also administered with no improvement to the blood pressure. Epinephrine was then given, but the effect was ¿poor¿. Tee revealed the valve was not functioning. No rupture or coronary occlusion were observed by aortic angiography. The heart was ¿not working¿ and severe aortic regurgitation was observed. Fifteen minutes post valve deployment, the cardiac massage was stopped and the blood pressure was noted to be 30s mmhg. Percutaneous cardiopulmonary support (pcps) was initiated and the blood pressure improved to the 80s mmhg to 90s mmhg. A second sapien xt valve was then prepared and deployed in a slightly more aortic position than the initial valve. A pulseless electrical activity (pea) like wave was observed on ECG following the deployment of the second valve. Two cardioversions were performed and the sinus rhythm returned. Valve function was confirmed by tee. Aortic angiography revealed trivial paravalvular leak (pvl) and the procedure was completed. The patient was weaned off of the pcps and extubated prior to being transferred from the operating room. The native annular diameter measured 22.5 mm by CT with a valve area of 390 mm2 and a valve area of 370 mm2 by 3d tee. Moderate valvular calcification and mild aortic root calcification was reported. Per medical opinion, in this case, one leaflet of the initial valve did not move when pcsp was stated. It was speculated that the leaflet did not function due to ¿calcification interference¿. It was possible that the ¿bougie¿ performed with the asc+ sheath ¿peeled¿ calcification from the native valve. That ¿peeled¿ calcification may have ¿hung¿ onto the initial valve, resulting in a ¿frozen leaflet¿.

Manufacturer narrative:
Procedural echo and procedural cine, post initial valve implant, were provided for review. Echo review (post 1st valve deployment) revealed the initial valve appeared to be ¿slightly¿ too aortic. Central aortic insufficiency (ai) was observed with the wire across. No lv movement, mitral leaflets as well as the sapien xt valve leaflets were not moving well. Procedural echo, post deployment of the second valve, revealed the lv wall motion movement was improved. The image review was unable to determine the ai as the wire was across the valve. The echo images confirmed the cine images previously reviewed. The leaflet motion restriction was not able to be confirmed while the patient was on pcps with poor lv function / CPR. No images of the ¿peeled¿ native valve calcification causing the ¿frozen leaflet¿ were observed.

Manufacturer narrative:
It is to be noted that this event was also received through the following article: "a case of the patient saved by valve-in-valve under pcps for implanted valve malfunction during tavi" by ryohei ito, tatsuro yokoyama, reitaro wada, akihiko takasu. Per article, while the patient developed hemodynamic collapse due to severe ar post implant of the first sapien xt valve, cardiac massage was performed but ventricular fibrillation (vf) occurred. Adrenaline was administered via central vein and defibrillation was performed. Since the vf did not convert to sinus rhythm, pcps was then initiated. Hypoxic encephalopathy was observed post procedure, which caused right paresis, language disorder and urination impaired. The patient was in undergoing rehabilitation. Reference for article: ryohei ito, tatsuro yokoyama, reitaro wada, akihiko takasu (2017). A case of the patient saved by valve-in-valve under pcps for implanted valve malfunction during tavi. Retrieved from http://www.keio-minicv.com/treatment/tavi-tavr.

Manufacturer narrative:
(B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The device remains implanted in the patient and was not available for evaluation. No photographs or imagery of the case were provided for review. The work order review did not reveal any manufacturing issues that may have contributed to the reported event. In this case, the exact cause of the restricted motion of the valve leaflet and resulting aortic regurgitation cannot be confirmed. A review of the DHR, complaint history, lot history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the event. Procedural factors (¿bougie¿ of the native valve, manipulation of the devices), in addition to patient factors (advanced age, low blood pressure, moderate valvular calcification) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report no: 2015691-2017-00908.

Manufacturer narrative:
Procedural cine and procedural echo images were submitted for review. Imagery review revealed mitral annular calcification (mac), calcified lad and calcified leaflets. The transapical position and coaxiality were good. No images of the ¿bougie¿ were provided. The valve was deployed well with nice slow inflation; however, the valve did not appear to be fully expanded. A ¿waist¿ was seen in the valve. Post valve inflation, aortic regurgitation (ar) was seen with wire across. It appears that CPR was initiated. The second root injection still showed aortic insufficiency (ai) with wire across and the left ventricle (lv) was not moving well. Bypass cannulas were seen. The diagnostic coronary catheter was seen, but no images of coronary angiogram. Post dilation was performed 2 times, severe ai and pvl were observed. A valve in valve was done well. The second valve was not fully expanded within the first valve. Pvl was seen at the lcc, total ar was reduced to mild. Impressions: since pre-op CT images were not provided, unable to determine if valve sizing was correct. As echo images were not reviewable due to incorrect format and the complete study was not provided, unable to determine or confirm cause of leaflet motion restriction. The first valve was deployed well, however valve was not fully expanded (based on valve strut degree) and a waist was seen at calcified area. After the valve in valve, the second valve does not appear fully expanded (within the first valve). Regurgitation was decreased to mild. Pvl was seen, but unable to determine central versus pvl due to the position of the wire across the annulus. Also, it was difficult to determine if regurgitation was caused by poor lv function/CPR and/or on pcbs. Unable to confirm physician proctor statement about probable cause as no images of sheath ¿bougie¿ were available and the echo images were unreviewable. Generic consideration from training material in ta approach: 1- if bleeding observed around the sheath entry point (before inserting the valve) it¿s mandatory to solve the bleeding before proceeding with the implant. 2- if bp pressure does not reach 100 mmhg before inserting the valve, we recommend to look for the cause before proceeding with edwards implant. Having the patient on bypass pump support could help in solving the situation if low pressure was related to lack of volume. 3- we do not recommend judging sapien xt leaflets movement while on cardiopulmonary bypass support. Leaflet movement (open/close) may differ related to the flow given to the patient (if ventricle is ejecting or not).